Event description:
A malfunction alarm was reported, with multiple occlusion events experienced by the customer over the past two weeks. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To resolve the issues, reportedly the customer would change pump supplies and continue to use the pump for insulin therapy.